Manufacturer narrative:
During a standard procedure the spray plate from a dental electrical handpiece came off in patient mouth. The pieces was collected without incident to the patient. During analysis of the handpiece was found that the head had a dent. The shock at denting the head effected that the spray plate get loose. To determine any defects on a handpiece, a visible and functionality check prior using is mandatory. Reported due to 2-year-presumption rule.

Event description:
During a standard procedure the spray plate from a dental electrical hand piece came off in patient mouth. The pieces was collected without incident to the patient.